Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the handheld serial cable was completed on (B)(4) 2014. An analysis was performed on the returned serial cable and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Manufacturer narrative:
The physician was provided a new handheld serial cable. This information was inadvertently left off of initial MFR. Report.

Event description:
It was reported by the neurologist that his handheld works only while holding the serial cable in a specific position. Communication issues occur when the cable is not held.

Event description:
The physician was provided a new handheld serial cable and the original handheld serial cable was returned for analysis. The handheld serial cable was received on (B)(4) 2014. Analysis of the handheld serial cable is underway, but has not been completed to date.